Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: ddmb1d1 ICD implanted on (B)(6) 2019. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, medical device: model #: 1125/ catalog #: 1125 / expiration date: 31-aug-2022 / lot#: 16368612-0423, UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 01-aug-2017. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with failure to thrive and low flow alarms thought to be caused by dehydration and a potential outflow graft kink. A computed tomography (CT) angiogram confirmed possible stenosis distal to the anastomosis and it also showed an abdominal aortic aneurysm (aaa) that was causing some back pain. The aaa was too small to consider treatment at the moment. Additionally the patient had elevated creatinine (cr). The patient was given intravenous (IV) fluids and a right heart catherization was performed. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction: b5:updating event description. H6: removing the aortic insufficiency fdp/psc code. H10: for additional product, adding the implant date of the outflow graft(ofg ): (B)(6) 2018. B7: adding patient relevant history of ischemic cardiomyopathy icm. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) outflow graft was kinked. A computed tomography (CT) angiogram confirmed possible stenosis distal to the anastomosis of the ofg. A right heart catherization was performed. The ofg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed several slight decreases in power consumption and estimated flows starting (B)(6) 2020 and 145 low flow alarms recorded since (B)(6) 2020. The reported kinked outflow graft event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient was hospitalized with failure to thrive, as well as low flow alarms which were thought to be caused by dehydration and a potential outflow graft kink. A computed tomography (CT) angiogram confirmed possible stenosis distal to the anastomosis of the outflow graft; however, no intervention was performed. Additionally, the CT angiogram revealed a small abdominal aortic aneurysm, which was causing the patient back pain, and the patient had elevated creatinine. The patient was given intravenous (IV) fluids and a right heart catherization was performed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to constriction at the outflow graft, poor vad filling, and/or thrombus at the inflow cannula/outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre- existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot#: 16368612-0423 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.